Event description:
It was reported that patient underwent right total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to deep joint infection. Surgeon suspected that patient had been infected since initial procedure, and that is likely why there was no ingrowth into porous peg. All components were removed and replaced with cement spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2015-02484 & 02485 & 02486 & 02487 & 02488 & 02489).